Manufacturer narrative:
(B) (4)

Event description:
It was reported that, "as we are inserting the screws, I noticed that some of the screws had a white debris on them and also noticed that other screws in the set were discolored. Talked to the warehouse guy at the (B)(4) branch he will return the whole set back to (B)(4)."

Event description:
Per the clinic, no auditory percepts were noted during the patient's initial activation, programming attempts were made, however, no perception of sound could be obtained. Resulting in the decision to explant the device. The device was explanted (B) (6) 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).